Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their cervical scs system. Diagnostics indicates high impedances on the cervical lead. As a result, surgical intervention took place on (B)(6) 2025, wherein the cervical lead was explanted and replaced to address the issue.